Event description:
Prodigy diabetes care received a call on (B)(4) 2016 reporting a medical intervention that occurred on (B)(6) 2016 around 8:00am. Patient stated that she was seeing circles, a white light and then she passed out. Patient was also experiencing symptoms of dizziness, speech that was no clear, sleepiness, could not see clear and was wet from sweating. The reading on the prodigy meter at the time of the event was 107mg/dl. Patient had eaten a banana prior to seeking medical attention. Patient also took levothyroxine 112mg prior to seeking medical attention. Patient tested her glucose around 6am and called paramedics around 8am. Patient only consumed water while waiting on paramedics. Paramedics arrived approximately 10 minutes after being called and tested patient's glucose with a result of 54mg/dl. Total elapsed time between testing with the prodigy meter and the paramedic's meter was 10 minutes. Patient was administered sugar water by paramedics. Prodigy sent replacement and prepaid envelope requesting return of suspect devices. Suspect devices were returned to prodigy and forwarded to manufacturer for investigation.